Event description:
Healthcare professional reported right side "from textured to smooth implants." Upon explant, the device was found ruptured.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight was to the specification, opening, and crease fold. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was textured implant exchanged. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "from textured to smooth implants." Upon explant, the device was found ruptured.